Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable replicate the incident. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Event description:
Cholecystectomy - "they say they have two problems since (B)(6) on 3 surgeries that now they think it's due to the clip applier. They have the sensation that the clips aren't closing properly. They called me there's two weeks and we planned an appointment next thursday. On (B)(6), I was present at the surgery, they used the clip applier, they put the clips touching plastic against plastic and they took out one of them without resistance. I didn't send the cer before, because they didn't give the clip applier since last week."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.